Manufacturer narrative:
The device has not been returned for evaluation and a lot number was not provided. The root cause is unable to be determined at this time. If any relevant, additional information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2021, a (B)(6) y/o male underwent a spinal fusion at l2-l3 & l4-l5 ltp with t10-p psf. Around 2 months postoperatively, the patient reports to hearing a loud crack while getting up from a chair. The patient reports to having an increase in symptoms. A radiograph reveals screw loosening with broken iliac screw. A revision surgery was performed with l5-s1 tlif, replacement of l4 screws and connecting to superior construct. The broken shank remains in the patient.